Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the mech assy. Replaced 3rd party bezel, replaced damaged ail sensor, replaced 3rd party pressure sensor, m replaced bad lower pressure sensor for failed psi and replaced corroded left/right iui based on the findings, service determined that the proximate cause of the customer reported issue was due to non-supported bezel installed. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 07/01/2004 to the present date 12/15/2020 and confirmed that this device was previously returned for servicing 3 times. Device had no similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.